Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The product was returned, and the reported event (fracture) was confirmed following visual evaluation. Bone loss could not be verified. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight unknown / not provided. PMA/510(k) number: k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant on tooth site #3 was removed due to a fracture at the platform of the implant causing localized bone loss. Symptoms of the event: inflammation and edema.